Event description:
The customer contacted baxter's technical service center regarding therapy assistance, which occurred on the homechoice (hc) during use, during disconnect yourself/ close all clamps. The hp stated there was a lot of solution in the patient line when the hc read disconnect yourself/ close all clamps. The baxter technical service representative (tsr) asked the home patient (hp) if all the clamps were closed when the hc read disconnect yourself/ close all clamps. The hp stated yes. The hp stated the supply line clamp was not closed. The tsr explained the solution could move freely when the hc read disconnect yourself/ close all clamps and that might be the solution the hp saw. The tsr explained the solution left over at the end of therapy would be discarded. The tsr asked the hp if the transfer set was open when she disconnected. The hp stated yes. The tsr explained if the hp had any solution in her, that was why solution came out of the transfer set. The tsr review the last fill volume (lfv) and it equaled 0ml. The tsr explained the solution that came out of the transfer set may have been from any solution that was not drained out. The tsr recommended the hp contact the registered nurse (rn) and let the rn know she disconnected and the transfer set was not closed. The tsr explained the hp should close all the clamps and transfer set when the hc reads close all clamps. The tsr explained how the solution can move freely at disconnect yourself/ close all clamps and how some solution may have come out of the transfer set since it was open when the hp disconnected. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2012, in regards to a use error - breach in aseptic technique and she could not recall the event. The writer reviewed with her the importance of closing the transfer set for proper aseptic technique. Since then she has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error.the label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.